Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the hospital after episodes of syncope. Crosstalk causing pacing inhibition was noted on the device. A new lead was implanted to resolve the crosstalk. The patient was recovering and did not experience any adverse consequences.